Event description:
The ventilator failed to deliver a breath and gave no audible alarm while in apnea ventilation. The customer support engineer (cse) inspected the device and was unable to duplicate the alleged event. The cse did notice a error code in memory and replaced the oxygen flow sensor, during performance testing the internal exhalation valve was also replaced due to a leak. The unit passed extended self testing and alarm function tests. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.